Event description:
Information was received indicating that during pre-testing of this smiths medical medfusion 4000 pump, the pump exhibited primary audible alarm bgnd test or primary audible alarm post upon powering on of the device. Reported no patient involvement.